Manufacturer narrative:
Multiple patient involved. Implantation date unknown. This report is for an unk - plates: tomofix osteotomy/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: this report is being filed after the review of the following journal article: kim j-h, kim h-y, lee d-h (2020), opening gap width influences distal tibial rotation below the osteotomy site following open wedge high tibial osteotomy, plos one, volume 15(1): e0227969, page 1-13, (south korea). The purpose of this study was to determine the direction of rotation (whether internal or external) and the amount of rotation in the distal part of the tibia below the osteotomy gap following open wedge high tibial osteotomy using a 3-dimensional reconstructed model. 41 patients (42) knees who underwent open wedge high tibial osteotomy for primary medial osteoarthritis were included in the study. There were 9 males and 32 females with a mean age of 56.7 years (range, 44 to 73 years), mean height of 159 cm (range, 145 to 180 cm), and mean weight of 70 kg (range 49.8 to 95.6 kg). All patients were stabilized using an unknown synthes tomofix plate with unknown synthes interlocking screws. The distal tibial rotation was measured on the overlaid tibial plateau of a preoperative and postoperative 3-dimensional reconstructed model based on computed tomography. Complications were reported as follows: 15 knees had type I lateral hinge fractures as show in postoperative computed tomography scans. This report is for the unknown synthes tomofix osteotomy plate and unknown synthes locking screw. This is report 1 of 2 (B)(4).